Manufacturer narrative:
Lead model 39565-30, serial# (B)(4), implanted: (B)(6) 2008, explanted: recharger model 37752, serial# (B)(4). Programmer model 37743, serial# (B)(4). Extension model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: extension model 3708140, serial# (B)(4), implanted: (B)(6) 2008, explanted: (B)(4).

Event description:
The patient experienced a loss of therapeutic effect following a fall. He fell backwards near a trailer on (B)(6) 2012. His legs gave out on him and he broke his wrist. The ins moved and was sticking out. He was not able to recharge or communicate with the patient programmer. It was noted that he has not seen anyone in long time for his device. Additional information has been requested.